Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient experienced shocking from their device. The device was interrogated, and showed no issues with the lead. The cause was unknown and date of occurrence was unknown. It was indicated that the patient was seen in the office on (B)(6) 2017 and (B)(6) 2017. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.